Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a percutaneous vertebroplasty (th12) for a vertebral fracture, the cement leaked. The cement filling was started after dilating the stent balloon to 3.5 ml with dilating solution over 14 minutes. The cement was filled in the appropriate position in the vertebral body up to 3.0 ml. The cement leaked backward while the vertebral was being filled up with 3.0ml through the 3.5 ml. The patient was stable. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).